Event description:
Related manufacturer reference number:2017865-2024-73124, related manufacturer reference number:2017865-2024-73125. It was reported that the patient presented requesting removal of their system due to pulse generator pocket pain. The entire system was explanted and the patient was in stable condition.